Manufacturer narrative:
The device investigation has been completed. Based on the analysis, the alleged usb port issue was verified; however, the usb cable was not returned for investigation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port and usb cable looked black and smell as if was "fried". There was no reported impact to customer's blood glucose. Reportedly, customer discussed alternate insulin therapy with their healthcare provider.